Manufacturer narrative:
No pt info as no pt was present in this concern. Per RMA, a replacement vertek arm was sent to site. Upon return of suspect part eval showed, the starburst end of the vertek will not lock down completely. There is still some movement after the handle has been tightened.

Event description:
A biomed/clinical engineer reported that the vertek arm is locking up and cannot be tightened further.